Event description:
The following info was provided by the cook area rep based on comments made by the user: the pt had diagnosis in a previous endoscopic retrograde cholangiopancreatography (ercp) and bilateral biliary stents were placed at that time (10 french, 15 cm). During this ercp, the previously placed stents were removed. The stricture was dilated and two introducers containing one cook zilver 635 biliary self-expanding metal stent in each introducer were positioned with ease. The physician encountered what was described as a lot of resistance during the initial deployment of the first stent. The stent was partially deployed and the introducer handle was fully deployed (ie the handle of the introducer was in the position of full stent deployment but the stent had only partially deployed from the introducer). The physician waited 60 seconds to allow full deployment of the stent but the stent did not fully deploy from the introducer. The physician removed the stent sleeve's elongating metal stent (ie introducer) and this caused 3 to 4 cm of the stent to break. The second stent that had been positioned was placed with ease. Pt required repeat ercp due to elevation of viliruben and liver enzymes two days post ercp. The nurse indicated that after further inspection of procedure notes and interaction with the physician, the stent was not flushed before deployment. No medical or surgical intervention was required in response to the observation with the stent. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complaint did not specify if the pt experienced any adverse effects due to this event.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty in stent deployment can occur if the catheter of the delivery system has a bend or kink. Kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. Per the complaint it was noted during the procedure a lot of resistance was encountered during the initial deployment. If the introducer handle was pushed aggressively due to the resistance, the catheter can become stretched which in turn can prevent the stent from fully deploying from the introducer. Info provided indicated that the stent was not flushed before deployment. This goes against the instructions for use and the flushing aids with ease of deployment. Prior to distribution all zilbs-635-10-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.